Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model tdxsr, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers preexisting medical condition states she has polio. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The dealer stated that he has no records on file for any maintenance history of the device. The consumer stated that her chair has been malfunctioning since it was purchased. The consumer received her power chair from the (B)(6) of rehab but they will not pay to have it repaired. The consumer states that she been pinned several times because her chair will not stop. She was allegedly pinned at the grocery store. The consumer stated that she is pulling back on the joystick to try and get it to stop without success. She said this started a couple of months after she received her chair. The dealer stated that they were not aware of the issue prior to this. The consumer allegedly sustained injury to her leg (bruises and lacerations, but no broken bone) and her bedroom door was allegedly ripped off the hinges. The consumer did seek medical attention for the injury. The consumer stated that the unit was allegedly "stuck in latch mode". Invacare agreed to replace the joystick and controller. Invacare spoke with an engineer to confirm if the joystick and controller would be the only parts that would be affected and they agreed. A purchase order was submitted. (B)(4). The components are to be returned for an inspection and evaluation.

Event description:
Customer alleges chair has been malfunctioning. Undetermined injury alleged.